Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm unexpected restart. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that the alarm recurring during normal pump use. The customer was advised that the device would be replaced. The customer was advised that they continue to wear the pump until replacement arrives.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.